Event description:
According to the reporter intra-operatively of a colon cancer procedure, during ileo-colon anastomosis, the jaws of the two reloads were opened after being placed onto the tissue, but the jaws would not close afterwards. A new handle was then used but the issue was not resolved. Another kind of reload that could work with thicker tissue was used instead to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p5l0861), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:n5d1781y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.